Manufacturer narrative:
Device received with broken battery tube thread noted. Device passed displacement test, rewind test and basic occlusion test. Device failed seating test due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received motor errors alarm on bolus as well as buttons take multiple presses and battery compartment was chipped. The customer¿s blood glucose level was unknown. Customer stated that the battery life diminished changing every 3 days and rewind and prime are louder as well as pump has rejected new batteries. Customer troubleshooting was declined. The insulin pump will not be returned for analysis.